Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part, lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.

Event description:
Additional information received from affiliate on 14february2019: the procedure was completed using another truespan implant which was readily available. No surgical intervention is planned. The implant broke into two pieces. The patient¿s bone quality is unknown. The surgeon was potentially off-axis. The implant was removed. The surgeon fully depressed the trigger until the click. The surgeon had penetrated meniscus but not all the way to the depth stop as he had to pull back as it was close to mcl. It was noted the surgeon used a depuy pusher cutter. It was noted the issue occurred with the second implant. The implant was removed with a grasper. Additional information received from affiliate on 27february2019: this relates to the white sleeve that had also broken, potentially on entry into the knee. No debris left in patient, all removed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part, lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that during meniscal repair with truespan 24 degree peek, when surgeon went to deploy the backstop, it only half fired and stopped just outside the deployment gun. No surgical delay was indicated. The details regarding the case completion, patient consequence and medical intervention are unknown.